Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller is reporting an out of box ins failure. Intra-op testing showed impedances were all red and >40k ohms upon initial impedance test using two leads. The caller stated the leads were removed, cleaned, and "changed slots" with the same results. The ins was replaced using the same leads and the high impedances were resolved. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was not determined. The ins was going to be returned for analysis. The patient's weight was approximately 200. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the impedances were all open. They wiped down the leads and switched ports, but impedances remained open. The rep then plugged the leads into a wireless external neurostimulator, and impedances were normal. They put the leads back into the ins, and impedances were open again. The ins was replaced and sent to the manufacturer for analysis. No further complications were reported or anticipated.